Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unable to power up pump and verify blank display due to physical damage to lcd glass. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 180 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. Customer reported that screen display had blotches. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.